Event description:
It was reported that patient experienced discomfort due to difficult penetration because of malleability. Patient insists that the spectra model was too malleable during his intercourse. Spectra was explanted and replaced by an ambicor system. No information on current patient status is available. Additional information was requested, however, no further information was available at the moment.